Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Upon receiving additional information and reassessing the reported event, it was determined that the patella referenced in this report did not contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42522200510, psn asf uc 10mm ve r 4-11 ef, 65918126. 42532007102, psn tib stm 5 deg sz e r, 66127215. 00590103533, hex head screw, 65701872. 20802008001, rosa robotic unit drape, 3462lr1300. 00590102000, female screw, 65499848. 20800000011, fix pin fltd 3.2dx80mm, 65729396. 20800000007, navitracker kt a knee & spine, 051623a3. 20800000010, fix pin fltd 3.2dx150mm, 65999665. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, patient had the femur and poly revised approximately 2 years later due to instability and pain. Attempts have been made, and all available information has been provided.